Manufacturer narrative:
On (B)(6) 2025, during a left heart catheterization procedure, the contrast injection syringe detached from the manifold while attempting to inject contrast into the coronary arteries. The syringe was reattached but detached again during the case. The procedure was completed successfully using a new manifold kit. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, during a left heart catheterization procedure, the contrast injection syringe detached from the manifold while attempting to inject contrast into the coronary arteries. The syringe was reattached but detached again during the case. The procedure was completed successfully using a new manifold kit.